Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture at the fiber/glass cap fusion zone; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited moderate char; the metal cap exhibited signs of melting; the outer flow tubing exhibited mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a bph prostate procedure the customer indicated the fiber was exhibiting ¿decrease in fiber vaporization efficiency¿ @ 12,202 joules and 02:11 minutes of usage. The fiber was emitting energy at a decreased level and therefore no longer vaporizing efficiently. The fiber was replaced and the procedure was completed. Patient outcome: "no patient injury" reported.